Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the cuff of the first device did not inflate. Second device was used and its pilot balloon did not inflate. Another device was used to resolve the issue.